Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. Service history was reviewed for the system. There were no service records (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system was found to meet all cosmetic and performance standards per procedure. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria a review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, during cataract surgery with intraocular lens (iol) implantation, the irrigation tube became disconnected from the spike that goes to the balanced salt solution (bss) bag, and the ophthalmic machine did not stop aspirating resulting in the collapse of the patient¿s right eye. This resulted in the hospitalization of the patient and patient was treated with post-operative mannitol. The surgery was completed on the same day by changing the ophthalmic handpiece and recalibrating the machine. The current condition of the patient is unknown. Additional information has been requested but is not available at the time of this report. This file pertains to the ophthalmic system involved in the event.